Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pir overinfusion. Incident occurred on (B)(6), 2011 at 2:04 pm. Biomed states that patient is "just fine" from incident and from heart surgery. The pump was used in or on a patient during heart surgery. Needed for insulin infusion for a diabetic condition. Biomed originally stated the pump was infusing 200 ml, but by the end of the conversation with the b. Braun representative, he had checked the operation log and it was 100 ml at 0.1 units/hr. The clinician claimed the bag was empty and that the pump never started to infuse. Biomed could not find on the log any where it stated that the pump had been programmed to start infusing. There were no fluids on the floor. A safety report was done and blood tests on the patient, which were fine. Biomed ran 24 hour test and there was no leakage or extra fluids. Pump worked perfectly. Sending pump in for evaluation.